Manufacturer narrative:
Investigation results: the fiber was returned in one piece with the tip detached. The piece measured approximately 261.8 cm from the top of the connector to the tip. Exposed glass portion of the distal tip measured approximately 1.5 mm and is consistent with a fracture. The remainder of the distal tip was not returned. The pattern on the tip face is consistent with a tip detachment, likely as a result of handling. Functional analysis reveals that when the fiber was connected to the lumenis laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. The aiming beam exiting the distal tip was bright, clear, and round. Effective transmission was not measured due to the condition of the returned device. Review and analysis of all available information indicated that the root cause is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 550 laser fiber was used for an f-urs procedure in the ureter performed on (B)(6) 2018. According to the complainant, prior to the procedure, the laser fiber had no energy output when it was connected during the procedure. The procedure was completed with another accumax 550 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results; fiber tip detached.